Manufacturer narrative:
Failure analysis noted that the pump had a constant motor error alarm during rewind due to out of phase motor encoder signal. Analysis was unable to confirm motor position encoder error alarm and perform displacement test due to motor error alarms. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, scratched display window, missing end cap sticker and cracked case near reservoir window noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's husband reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 218 mg/dl. Husband states the pump was exposed to a high magnetic field, during an MRI. The drive support cap appears intact. He stated states they were unable to confirm the motor position encoder error alarm or able to rewind the pump. Troubleshooting was not able to resolve the issue. Husband was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.